Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead the lead had high thresholds. The lead was attempted to be repositioned but acceptable measurements were unable to be obtained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.